Manufacturer narrative:
An event of paravalvular leak and complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na.

Event description:
Crd_1003 - vantage ide study: (B)(6). It was reported that on ) (B)(6) 2023, a 27mm navitor valve was implanted in a patient with a final implant depth of 9mm. It is unknown if there was calcification extending beneath the aortic annular plane in the interventricular septum. Post-implant balloon valvuloplasty done due to moderate perivalvular leak. The patient also had a left bundle branch block, however no treatment was required. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.